Manufacturer narrative:
Additional information (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient fell and dislocated constrained insert. This is the second time that she has disassociated the inner, bipolar head from the acetabular liner. Patient was taken to surgery and constrained component was replaced. No visible damage was observed to acetabular shell or total femur replacement components.

Manufacturer narrative:
An event regarding a fifth revision due to dissociation of the uh1 universal head subcomponent from the liner subcomponent of a trident constrained insert was reported. The event was confirmed. A material analysis has been performed. The report concluded: there was some damage observed on the rim of the insert that most likely occurred after disassociation of the uhi universal head from the trident neutral constrained liner. No material or manufacturing defects were observed on the components examined. The provided medical records and x-rays were reviewed by a consulting clinician who concluded: ¿in this complicated, multiply operated upon left hip with a total femoral replacement, there is no inherent soft tissue support for stability of the hip. There is no resistance to impingement at the extremes of motion. This likely resulted in the recurrent dislocations, including the subsequent disassociation of the constrained liner.¿ review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. The exact root cause could not be determined because insufficient medical information was provided. Further information such as fifth revision operative report is needed.

Event description:
Patient fell and dislocated constrained insert. This is the second time that she has disassociated the inner, bipolar head from the acetabular liner. Patient was taken to surgery and constrained component was replaced. No visible damage was observed to acetabular shell or total femur replacement components. Update: this is the patient's fifth revision due to dislocation.